Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/09/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. The reaction was located under the sensor adhesive and was described as irritation, rash and redness with raised bumps. On (B)(6) 2016, the patient's mother sought advice from a pediatrician and was sent to an allergist. Allergist prescribed adhesive dressing covaderm. At the time of contact, the patient was stable. No additional event or patient information was provided. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.

Event description:
A photograph of the reaction was provided by the patient and reviewed for evaluation on 12/29/2016. Complaint for skin reaction was confirmed. The root cause could not be determined.